Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that an image was not clear because water entered from the puncture on the cable, and this made the lens dirty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection, the image displayed was blurry due to a dirty lens. Additionally, a puncture on the cable lead to a failed leak test; the connector tip was damaged, and the serial plate was faded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition camera head had an image problem in which the picture was not clear. The issue was found during reprocessing. There were no reports of patient harm.